Event description:
It was reported by the patient within approximately two months of implant that the physician had "turned up my device" and the patient was "now feeling like a click under the device" where their heart is. Follow up with the clinic was done and it was determined the patient had not been seen since their initial report so the relatedness of the feeling to the device could not be confirmed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.